Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server. A technical support specialist found that there were no issues on station and server. Tss checked synchronization status and information was current and no errors were found. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station did not communicate with the server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.